Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00137.

Event description:
It was reported that an embolization coil stretched during remodeling with a balloon. The coil detached inside the microcatheter. Both segments were removed in their entirety from the patient. There was no reported intervention or patient injury.

Manufacturer narrative:
The device was returned for evaluation with the pusher and a non-microvention catheter. The device was found to be damaged/broken at the body coil; the body coil section of the pusher was stretched at the proximal section and the body coil was broken, with a partial section inside of the microcatheter. The connector/hypotube section of the pusher was bent and the implant coil was found in the microcatheter, but was noted to be undamaged. The body coil was stretched at the proximal section of the microcatheter. The evaluation of the product could not determine when or how the damage occurred; however, the condition can occur when the device is subjected to excessive force during handling and it can bend the device with wrong manipulation during the process. In conclusion, the device analysis could not confirm the reported failure.